Event description:
It was reported during a percutaneous coronary angioplasty procedure the catheter couldn't be advanced through a 5fr sheath. The dr removed the catheter & sheath as a single unit & replaced with another catheter and sheath from a compettor is to complete the procedure no pt injury or further complications were reported.